Event description:
It has been reported that a revision surgery was performed due to pain. Serial x-rays showed possible loosening of the prosthesis. Revision surgery was performed and the tibial baseplate showed a crack in the middle of it with displacement of the metal.

Manufacturer narrative:
Na